Event description:
Customer reported a malfunction alarm with a code displayed as malf 16. Blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Customer received instructions from technical support to reset the pump, but the malfunction recurred after resetting. Customer reverted to using multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.